Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) is having a filling error. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional info received on 06/22/2024 : initial reporter (full name) : (B)(6), phone number: (B)(6).

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. It was being reported that before use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "blood" and this blood was observed when it was being drawn into the device and the "pneumatic module assembly" line was filled with blood. There is also an error which is being related to "autofill" which is an "autofill error". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the "automatic filling" error of the device was being fixed. The fse had also observed that the blood is drawn into the device and the "pneumatic module assembly" is connected to the blood. Fse had also further observed that it was full with blood. After that the fse have further ordered the materials for fault detection and the malfunction was repaired again with the materials and the fault will be detected. Safety disk assist cycles: 36,643,880. Total system hours: 7,811h. Total assist hours: 37,174,986. Reference document: 54023 - service_manual, _cardiosave_0070-00-0639_r. There is no involvement of the patient during this incident.

Event description:
N/a

Manufacturer narrative:
Updated fields: b2, h6 (component codes, investigation conclusion10, h11 corrected fields: h6(investigation findings). It was being reported that before use the cardiosave intra aortic balloon pump (iabp) had autofill error. A getinge field service engineer (fse) confirmed the device's automatic filling error was intervened. It was observed that the device was drawn and the pneumatic module assembly line was filled with blood. The device was examined and it was determined that the pneumatic module assembly, drive manifold assembly and helium fill manifold assembly of the device were faulty. Helium fill manifold (d104-00-0014), drive manifold (d104-00-0031), pneumatic module assembly (d997-00-1178) were changed in the device. The device was tested, the tests were successful. The test trainer and catheter were connected to the device and it was operated. The device is suitable for clinical use. There was no patient involvement.